Manufacturer narrative:
Approximate age of device - 11 months. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use supporting the patient. A correlation between the device and the reported aortic insufficiency could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was experiencing worsening aortic insufficiency (ai) worsening, with symptoms being monitored. The patient was first noted to have ai as moderate on echo on (B)(6) 2017 and remained stable on series of echos (B)(6) 2018 and (B)(6) 2018. A right heart catheterization (rhc) performed on (B)(6) 2018 that showed low cardiac output and the lvad parameter speed was adjusted from 9000 rpm to 9200 rpm. Clinically, the patient improved and felt better. A follow up echo was obtained on (B)(6) 2018 and ai still noted as ¿moderate¿ per report but subjectively worse ¿moderate-severe¿ per the heart failure cardiologist and verified on rhc done (B)(6) 2018. No additional information was provided.